Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a high shock lead impedance measurement. Technical services recommended pocket manipulation to try and reproduce the high measurment.